Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2021 a proglide device was for closure of one of three access sites in the right common femoral vein after an atrial fibrillation (af) interventional procedure using a 6f sheath. Hemostasis was achieved with the proglide at the one access site, and manual compression was used at the other two access site. On (B)(6) 2021 during a follow-up visit, swelling of the leg was observed and echo showed stenosis. The swelling and stenosis are under observation without treatment. The proglide was considered as the possible cause of the event. No additional information was provided.